Event description:
A (B)(6) customer received a blood glucose reading of 517mg/dl from their contour link and a reading of 148mg/dl from another meter and a 146mg/dl from another contour link. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's product was returned for evaluation. Replacement strips and a new meter were sent to the customer.